Manufacturer narrative:
Based on the claim against the product by the customer noting they had a non-recoverable fault and arm 2 was disabled, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse swapped universal surgical manipulators (usms) but the issue remained. The technical service engineer (tse) had the fse use a fiber bypass kit to determine that set up joint (suj) 2 was causing the issue. Therefore, the fse replaced the suj to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal suj was analyzed, and the reported failure was reproduced. The unit was tested on the test platform machine and failed node check. A golden fiber optic was installed, and the unit passed all tests. The error logs confirmed that error 319 occurred in the field. The fiber optic cable would be replaced as a fix. The probable root cause of the reported issue is attributed to component failure of the fiber optic cable. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) called the technical support engineer (tse) on a 3-way call with the customer and the customer stated that they got a non-recoverable fault. The customer stated that they moved the robot into another room and had no onsite connection. They also stated that before calling in they got a non-recoverable fault and tried rebooting the system two times, but the error remained. They were getting a 319 error and it was asking them if they wanted to disable arm 2. The customer also mentioned that they had to use the instrument release kit to release an instrument that was grasping tissue before they called in and they were able to get the instrument to release. As the customer was explaining the situation, another nurse selected the option to disable arm 2 and it said, "da vinci is ready". The tse explained that if the surgeon chose to, they could continue with the robot as a 3-arm system with arm 2 disabled or they could try a hard reboot on the system to see if the error on arm 2 cleared. The customer stated the surgeon was going to continue with the system as a 3-arm system with arm 2 disabled. The customer was continuing with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.